Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9350325, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the pinch clamp was broke. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample a definitive root cause could not be determined.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in experienced a defective/damaged tubing clamp. Product defect was noted after use. The following information was provided by the initial reporter: hcp placed nexiva into a patient with no problem but could not release the clamp. When checked, it was found to be damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in experienced a defective/damaged tubing clamp. Product defect was noted after use. The following information was provided by the initial reporter: hcp placed nexiva into a patient with no problem but could not release the clamp. When checked, it was found to be damaged.